Event description:
During code situation, (cardiopulmonary resuscitation, drugs administration) zoll defibrillator would not power either via battery or plug in. Another defibrillator/monitor secured. Pt expired. Physician does not feel the lack of a functioning monitor/defibrillator/subsequent delay in securing same contributed in death of this pt. Pt died as a result of pulmonary embolism.